Event description:
As reported by the edwards' affiliate in spain, a transcatheter valve replacement was performed to implant 26 mm sapien 3 transcatheter heart valve in the pulmonary position. The implant was performed with a good result, with no leak observed on post-angiography and an invasive gradient of 12 mmhg. However, two days later, a moderate to severe central regurgitation was confirmed on computerized tomography. A pulmonary valvuloplasty was performed; however, no improvement was observed, and the internal pulmonary regurgitation persisted. It was reported that the issue was related to leaflet damage during the intervention, possibly caused by the pigtail catheter, with a progressive effect observed post-procedure. A redo pulmonary valve implantation with a second 26 mm sapien 3 valve was performed, resulting in a successful outcome, with no pulmonary regurgitation and a post-implant gradient of 10 mmhg. The patient remained stable throughout the procedure.

Manufacturer narrative:
Investigation is ongoing.